Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisure, residue/debris on product. Visual inspection found haptic torn and debris on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.50/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown.